Event description:
Healthcare professional reported left side "red and painful left breast with suspicion of lymphoma (bia-alcl)", "anatomopathological analysis of the left side diagnoses anaplastic large cell lymphoma (alcl) cd30+ alk-", "intramuscular nodule of the left breast", "areas of tumour necrosis are present", "synovial metaplasia in the capsule associated with inflammatory changes and resorption of capsule debris", "fibrinoid deposits are present on the prosthetic side of the capsule, also with inflammatory elements and some tumour cells", "intramuscular nodule of the left breast: the fragment examined is entirely tumorous and shows infiltration of the fibroadiputic tissue by a malignant tumour proliferation identical to that described at the level of the capsule and therefore corresponds to a localisation at this level of alcl". Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant, total capsulectomy.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. Date of diagnoses of alcl: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, necrosis, and intramuscular tumorous nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl, necrosis, intramuscular tumorous nodule continued e1 (facility name): (B)(6) hospitalier. Doctor contact on pathology report: (B)(6). Validating doctors on pathology report: (B)(6).

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1395246 were released in accordance with abbvie¿s procedures and no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation this code is classified as medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side "red and painful left breast with suspicion of lymphoma (bia-alcl)", "anatomopathological analysis of the left side diagnoses anaplastic large cell lymphoma (alcl) cd30+ alk-", "intramuscular nodule of the left breast", "areas of tumour necrosis are present", "synovial metaplasia in the capsule associated with inflammatory changes and resorption of capsule debris", "fibrinoid deposits are present on the prosthetic side of the capsule, also with inflammatory elements and some tumour cells", "intramuscular nodule of the left breast: the fragment examined is entirely tumorous and shows infiltration of the fibroadiputic tissue by a malignant tumour proliferation identical to that described at the level of the capsule and therefore corresponds to a localisation at this level of alcl". Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant, total capsulectomy.